Manufacturer narrative:
(B)(4). The device has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) received a high drain alarm on the homechoice (hc) machine after use. This indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. This drain met increased intra-peritoneal volume (iipv) criteria. The registered nurse (rn) was calling on behalf of the hp who had called her. The technical service representative (tsr) explained the alarm and arranged to swap the hc. The tsr explained to use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The increased intra-peritoneal volume (iipv) was confirmed by review of the logs. The cause was use error, tidal total uf removal set too low. A labeling review was done. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available, a supplemental report will be submitted.